Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. C1: corrected serial number and ndc number or unique ID. D4: corrected serial #, catalog #, expiration date, UDI #. H4: corrected device manufacture date. D6 / d7: corrected implant/explant date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2010: (B)(6). Inpatient admission for abdominal pain. (B)(6) 2010: (B)(6). History and physical. Presented with recurrent abdominal pain. ¿the patient gives a history of abdominal pain since (B)(6) 2010 which is located midline to rlq [right lower quadrant], sharp, intermittent and associated with nausea and abdominal distention. He notes initially this was worked up at agh where he had his previous surgeries, and he states it was initially attributed to constipation. The episodes of pain have persisted and this is actually his 8th episode of abdominal pain requiring ed visit or admission since (B)(6). This most recent episode began at 5pm (B)(6) 2010 and consisted of midline to rlq abdominal pain which is sharp, intermittent and radiates to r flank. He denies diarrhea, notes two normal bowel movements (B)(6) 2010. Notes mild tenderness over rlq incision. This is similar to his previous episodes of abdominal pain.¿ review of symptoms: abdominal pain: right, middle, periumbilical. The severity is moderate, not associated with eating/drinking; lying on l side improves pain. Exam: ¿soft, obese abdomen; tender midline rlq mildly; well healed chevron incision; well healed rlq incision with small amount outpouching; no obvious fascial defect palpable; abdomen without rigidity or peritoneal signs.¿ impression: ¿intermittent partial small bowel obstruction. Plan: concern for intermittent small bowel obstruction.¿ (B)(6) 2010: (B)(6), md. Operative report. Preoperative and postoperative diagnoses: small bowel obstruction due to incarcerated incisional hernia in the right lower quadrant, kidney transplant incision. Exploratory laparotomy, reduction of bowel loops from the hernia, and repair of incisional hernia in the right lower quadrant using prolene sutures. Indications: ¿abdominal x-ray showed dilated bowel loops suggestive of a bowel obstruction. He had undergone a cat scan on (B)(6) 2010, and this showed bowel loops and an interstitial herniation overlying the kidney transplant. The patient was very symptomatic with colicky abdominal pain.¿ findings: ¿there were dilated bowel loops when we explored the midline laparotomy. The dilated loops could be traced to the hernial orifice in the right lower quadrant kidney transplant incision. The entering loops were dilated. The exiting loops from this hernial defect were decompressed. We were able to reduce the hernia. There was herniation in the interstitial plane between the external oblique and the internal oblique and the transversus muscles. There is no evidence of bowel ischemia. The rest of the small bowel from the ligament of treitz to the terminal ileum was normal.¿ procedure: ¿the abdomen was initially opened by a midline incision extending 3 inches above and 3 inches below the umbilicus. The linea alba was opened, and the peritoneal cavity entered. Above findings were noted. Following this, the hernia contents were reduced by withdrawing the bowel loops from inside. We identified the neck of the hernial sac. By keeping our hands inside, we opened the right lower quadrant incision. The external oblique muscle was incised and opened. The hernial defect was identified. The entire area of the hernial defect was closed using interrupted 0 surgipro sutures. Care was taken to close the internal oblique transversus along with the external oblique so that the interstitial hernial space was closed. Following this, the exploratory laparotomy was done. Contents of the bowel were milked up into the stomach and sucked out using the nasogastric tube. In this manner, the bowel was decompressed. The abdomen was suctioned and washed out. The fascia was then closed in the midline using 0 surgipro and gs-24 needle. Subcutaneous fat in both the incisions were closed using 3-0 polysorb and gs-21 needle, and the skin in both the incisions, i.e., the midline and the right lower quadrant were closed using staples. Dressings were done with 4 x 4 gauze pieces and paper tape.¿ (B)(6) 2010: (B)(6). Discharge summary. Discharge diagnosis: hernia. Hospital course: ¿he had a history of polycystic kidney disease, status post native nephrectomy associated with noninsulin-dependent diabetes. He was actually in the process of transferring his care to our facility when his abdominal pain became very severe. He was passing flatus, but having nausea and again severe pain. Workup did not reveal an obstruction, but upon review of records including CT scans it was determined that he did have a sub incisional hernia. Due to intractable pain, the decision was made to take him to the or. He did have an ng tube in for three days postop. On postop day three, the ng tube was removed. He was still having abdominal pain; however, he felt that vicodin was controlling his pain and then we did add ultram as a pain relief assistant agent on the day of discharge.¿ no lifting over 10 pounds. (B)(6) 2011: (B)(6). Inpatient admission for abdominal pain. (B)(6), md. History and physical. Presented with abdominal pain localized over the site of previous renal transplant. After throwing horseshoe had acute onset, hot poker pain, 7/10 increased to 11/10. Also reported a bulge. Exam: abdomen: ¿obese, nondistended. Bs [bowel sounds] present. Soft. When standing evident reduceable [sic], firm buldge [sic] over rlq just below surgical scar from renal transplant. Some tenderness over this area and some mild tenderness just left and inferior to the umbilicus. No overlying erythema.¿ impression: abdominal pain, concern for herniation. Plan: admit. (B)(6), md. Discharge summary. Presented with sudden onset of pain. He also reported a bulge, over the site of the pain, which became more evident upon standing. Renal transplant surgery was consulted and he had an abdominal CT scan that showed rlq incisional hernia without bowel incarceration or strangulation. Renal ultrasound performed which demonstrated unremarkable appearance of rlq allograft with patent vessels. Exam: abdomen: soft, right-side reducible bulge, mildly tender to palpation. Discharged to home. No lifting. To follow up in 1 week to schedule surgical correction of the hernia. Implant #1 preoperative complaints: (B)(6) 2011: (B)(6). Md. Indication: ¿the patient had undergone a living donor kidney transplantation in allegheny general hospital in 2009. He developed an incisional hernia in this incision in the right lower quadrant. This was repaired at upmc in (B)(6) 2010. Subsequently while straining to throw a horseshoe, he felt a pop in the incision and the hernia recurred. The hernia had a narrow neck. In view of this and since he had discomfort when the hernia protruded, informed consent was obtained from the patient and he was brought in for repair of the incisional hernia.¿ implant #1 procedure: repair of incisional hernia right lower quadrant using dualmesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/8317447, 10cm x 15cm]. Implant #1 date: (B)(6) 2011; hospitalization (B)(6) 2011. (B)(6) 2011: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia in kidney transplant incision. Postoperative diagnosis: recurrent incisional hernia. Anesthesia: general. Estimated blood loss: 50 ml. Findings: ¿he had a defect in the fascial muscular planes in the right lower quadrant that measured about 8 cm x 5 cm. The contents of the sac consisted of intestines. There was no evidence of bowel strangulation or incarceration. The hernia was easily reducible. On the superior, medial, and inferior aspect, there was good fascial tissue to suture the mesh with. On the more inferolateral aspect, there was a small amount of healthy fascial tissue situated just anterior to the kidney transplant. This was used in the repair of the incisional hernia.¿ procedure: ¿an incision was made through the previous scar of kidney transplantation. This was deepened through the subcutaneous fat until the hernial sac was identified. The sac was gradually dissected out and cleaned on the superior, medial, lateral, and inferior aspects to delineate the margins. Next, the hernial sac was opened, and the sac was excised and sent for histopathology. We dissected out the margins of the fascial defect on the superior, medial, lateral, and inferior aspects. Once we obtained adequate fascial margins which would be adequate for repair, we took the dualmesh measuring 15 cm x 10 cm and trimmed it to fit the 8 cm x 5 cm defect. We took interrupted sutures of 0 surgipro on a gs-22 needle from the dualmesh to the fascia all around. The smooth surface of the dualmesh was positioned to be placed towards the intestines and the rough textured surface was positioned to face exteriorly. All the sutures were tied down in place and adequate repair of the incisional hernia was obtained. Once this was completed, we irrigated the wound with antibiotic containing solution. Subcutaneous fat was closed using 3-0 polysorb on a gs-21 needle. Skin was closed using 4-0 biosyn on a p-13 needle. Benzoin and steri-strips were applied. Outside dressings were done using 4 x 4 gauze and paper tape.¿ (B)(6) 2011: (B)(6)implant log. Description: mesh, dual plus 10cm x 15 cm (n) 1dlmcp03. Catalogue #: 1dlmcp03. Lot number: 8317447. Site: abdomen. Expiration date: 5/2013. Manufacturer: gore. (B)(6) 2011: (B)(6), md. Discharge summary. Hospital course: ¿he had no immediate postoperative complications. He was admitted for observation postoperatively for a pca for pain relief, as he was having significant pain. He was also mildly hyperkalemic, it was most likely a result of hyperglycemia. His potassium improved back to its baseline, mild hyperkalemia prior to being transferred. His renal function was stable while here. He had no signs of bleeding and no signs of infection.¿ instructions: no lifting over 10 pounds. He was also counseled heavily on weight loss, as he is very obese and he was instructed that will contribute to his recurrent hernia issues that he has, as well as it will affect his kidney transplant function in the long-term.¿ follow up with dr. Basu. Relevant medical information: implant #2 preoperative complaints: (B)(6) 2012: (B)(6), md. Indication: the patient had right lower quadrant kidney transplant done in an outside hospital. He had hernia in this incision, which was repaired in 2010 and it recurred due to straining and was repaired with a mesh in (B)(6) 2011. He has now developed an incision hernia at the upper end of the midline incision that was made during the exploration for the hernia that he had in the right lower quadrant. The current hernia measured about 7 x 5 cm. This was on external examination. It was easily reducible.¿ implant #2 procedure: repair of ventral hernia with mesh and release of adhesions, total of 15 minutes adhesion release. Implant: gore® dualmesh® plus biomaterial [1dlmcp03/8610160, 10cm x 15cm]. Implant #2 date: (B)(6) 2012; hospitalization (B)(6) 2012. (B)(6) 2012: (B)(6), md. Operative report. Preoperative and postoperative diagnosis: supraumbilical ventral hernia. Anesthesia: general. Estimated blood loss: 25 ml. Findings: ¿at operation, he was found to have a defect in the fascia measuring about 4 x 3 cm. There were additional defects noted on the right side laterally as well as on the superior aspect of the incision. All these defects were combined together to form one large defect, which measured about 9 x 7 cm in size. There were some adhesions of the bowel to the edges of this fascial defect. The good fascial edge was found at the margins to do the repair. The patient had a hernia in the supraumbilical part of his incision. The hernia was easily reducible, but the neck of the hernia was small. In view of this, repair was needed to prevent strangulation of bowel.¿ procedure: ¿incision was made in the supraumbilical part overlying the area of the hernia extending down to just below the umbilicus through the old scar. The incision was deepened through the subcutaneous fat and the hernial sac was identified. The hernial sac was dissected out and isolated till the margins of the fascia were reached. Following this, we opened the hernial sac and defined the edges even more carefully. The hernial sac was excised and sent for pathology examination. We divided some adhesions between the edges of the hernial sac and the intestine loops underneath. Most of these were avascular adhesions. In the process, we noted three areas of additional defects in the fascia, which we connected up with a main defect to form one large defect. The defect was 9 cm long and about 7 cm across. We then took a dual mesh and used it to suture to the margins of the defect. This was done using 0 surgipro on a s22 needle. We used running sutures on either side of the dual mesh and trimmed it to fit the margins of the defect. Adequate and durable closure of the hernial defect was obtained. We obtained total hemostasis intraperitoneally as well as outside on the fascia and the fat. Once we had confident of the hemostasis, we closed the subcutaneous fat in single layer using 3-0 polysorb. The skin was closed using 4-0 biosyn subcuticular sutures. Benzoin and steri-strips were applied and primapore dressing was done. The patient was extubated and returned to the postanesthesia care unit in stable condition.¿ (B)(6) 2012: (B)(6). Implant log. Description: mesh, dual plus 10cm x 15 cm (n) 1dlmcp03. Site: abdomen. Midline, supraumbilical. Model #: 1dlmcp03. Lot number: 8610160. Vendor: w l gore & associates. Expiration date 9/2013. (B)(6) 2012: (B)(6). Discharge summary. Doing well on post-op day #1. Discharge home, followup with dr. (B)(6) in clinic. Relevant medical information: (B)(6) 2012: (B)(6). Evaluated for complaints of drainage from his surgical incision site. ¿states that this past monday he had a large amount of drainage that came from his incision and did have some pain at that time. He was seen in clinic yesterday by dr. Basu and did not have any drainage from the wound at that time. The draianage [sic] did not start yesterday unitl [sic] late last night. He states that he has soaked through 4- 4x4's. Denies any increased pain at the site.¿ abdominal exam: ¿soft, non-tender, non distended, no redness at surgical incision site- small amount [sic] of serosanguinous drainage expressed from the center of the incision. No tenderness. No foul odor or prulence [sic].¿ impression: ¿s/p incisional hernia repair with mesh on (B)(6) 2012, now with drainage from site likely due to a seroma.¿ plan: continue with current care. Follow up in 2 days for labs and to see dr. Basu in 2 weeks. (B)(6) 2012: (B)(6) inpatient admission. (B)(6) 2012: (B)(6). History of present illness: ¿patient now follow here and was found to have a midline incisional hernia, repaired (B)(6) 2011. He was discharged and doing fine until tuesday night when he noted a large amount of clear drainage expressed from his incision. He was seen in 7w at that time and was told to return to 7w today for further monitoring. Still with incisional pain but hasnt substantially changed.¿ exam: abdomen: soft, non-distended. Incision (clean, after 3 steristrips removed, was able to visualize a small area of wound separation (approx ½cm) that tunneled in all directions expressing a large amount of serous drainage, no peri-incisional erythema).¿ impression: ¿s/p incisional hernia repair with mesh with skin separation - while this site does appear infected at current time, I have concern that it is at great risk of getting infected - may need to consider IV antibiotics to avoid the mesh getting infected which would require removal patient seen with dr wijkstrom but will also d/w dr basu (who actually did the repair) will also consult transplant ID for their recommendations.¿ (B)(6) 2012: (B)(6), md. Discharge summary. ¿was seen on (B)(6) 2012 for evaluation of wound and was found to have a small area of skin separation, a large amount of drainage, hyperkalemia and aki [acute kidney injury]. He was therefore admitted for management. Impression: ¿s/p incisional hernia repair with mesh with skin separation CT without signs of definitive fluid collection, mesh intact, 1/18 wound cultures negative, afebrile, wbc stable, margins clean, drainage serous - continue dressing changes with chlorhexadine at home- home health consulted for dressing changes and patient education -mrsa nares still pending pt to be discharged today on bactrim ds bid and cefuroxime 500 mg bid per ID recommendations if mrsa swab negative, can resume home dose of bactrim.¿ discharged today, follow up on (B)(6) 2012.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open supraumbilical ventral and incisional hernia repair on (B)(6) 2011 and (B)(6) 2012, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2018, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, dense adhesions, bowel obstruction, bowel resection, infection of bowels, pain and suffering. Additional event specific information was not provided.